Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy hasn't been working for quite a while; a loss of therapeutic effect was reported. The patient's wife stated that the "device doesn¿t work anymore." The healthcare provider didn't speak with the wife or patient directly but this what was reported, and they did not have any further information regarding managing hcp or date therapy stopped working. Technical services reviewed that it would not be recommended to move forward with MRI since communication with ins and patient programmer cannot be completed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated wife reported the therapy hasn't been working for quite a while. Loss of therapeutic effect was reported. Caller reported that wife stated that the "device doesn¿t work anymore. Patient didn't speak with wife directly but this what was reported. Patient did not have any further information regarding managing hcp or date therapy stopped working. Technical services reviewed that it would not be recommended to move forward with MRI since communication with ins and patient programmer cannot be completed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that uds is urodynamics. It was not positive what ipss stands for but it is the test to see if urolift is a good option for the patient. The uds was ordered and the physician wants to see what is going on with the device when on versus when it is off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that with regard to the comment that the 'device doesn't work anymore', to the best of the doctor's knowledge, the patient was doing well. The cause of the 'device not working anymore' was not determined. Reported action taken to resolve the device not working was that uds and ipss were ordered, but had not been scheduled due to covid-19. No further complications were reported.